Event description:
Initial result for a pt ethanol was -1 mg/dl. When repeated, the result was 68 mg/dl. The incorrect result was not used to guide treatment. The field service rep found the cuvettes were not adequately rinsed and repaired the instrument by replacing the sample probe and adjusting the rinse mechanism.